Manufacturer narrative:
H2) additional information:see b5. H2) additional information:lot number for product ID: 9735991 is 208fb/tcaf. H3) the drive was returned to the manufacturer for analysis. Analysis found thatthe reported issue could not be duplicated. No problem was found with the drive while under testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was possible to load patient images via usb when the cd drive was not working.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735991, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Technical services (ts) walked through mounting the disc through the admin software and was unable to mount multiple discs. The hardware connections were all fully seated and the disc drive was still receiving power. Testing revealed that the cd drive was not communicating. It was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. 10, 114, and 4307 are associated with the system checkout. 4114, 3221, and 4315 are associated with the replaced cd drive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that it was not possible to load a cd on the demo system. The green light would flash, but the cd was not an option for loading the exam in software. There was no patient present when this issue was identified.